Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), conjunctivitis bacterial ('bacterial conjunctivitis'), pharyngotonsillitis ('acute pharyngotonsillitis') and respiratory tract infection ('acute and new respiratory infection') in a 31-year-old female patient who had essure (batch no. 835434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included diane 35 coated tablet for hormonal contraception. Other product or product use issues identified: off label use "diane 35 used for hormonal contraception" on (B)(6) 2008 and product use in unapproved indication "diane 35 used for hormonal contraception" on (B)(6) 2008. The patient's medical history included fractured toe (distal phalanx fracture of right toe) on (B)(6) 2015, traffic accident (driver) on (B)(6) 2012, muscle contracture (pain cervix, due to accident, soft cervical collar) on (B)(6) 2012, hematoma (forearm) on (B)(6) 2012, muscle contracture on (B)(6) 2011, toothache (metamizole) on (B)(6) 2010, cyst (left wrist) on (B)(6) 2010, folliculitis (obstructed hair follicle in right breast) on (B)(6) 2010, folliculitis (inguinal, cloxacillin) on (B)(6) 2009, skin tumor (right submammary, infected, saltwater towels) on (B)(6) 2009, pyorrhea on (B)(6) 2009, otitis externa on (B)(6) 2009, high risk pregnancy on (B)(6) 2008, adenitis on (B)(6) 2008, ovulation pain on (B)(6) 2008, reaction anxiety on (B)(6) 2008, acute bronchitis on (B)(6) 2008, atrioventricular extrasystoles (ablation) on (B)(6) 2008, haemorrhage in pregnancy (at beginning - complicated state) on (B)(6) 2007, open wound in 2005, neck sprain in 2004, multigravida (4), parity 2 (normal delivery on (B)(6) 2009, tear in left labia majora, sutured), abortion (on (B)(6) 2007 deferred abortion, on (B)(6) 2007 uncomplicated miscarriage, in (B)(6) 2008 abortion), carpal tunnel syndrome (two interventions), folic acid deficiency and heartburn. Menarche at age 13 years. Previously administered products included for folic acid deficiency: acfol from (B)(6) 2008 to 2009; for reactive anxiety: lexantin on (B)(6) 2008; for acute bronchitis: amoxicillin 500mg / clavulanate 125mg on (B)(6) 2008; for an unreported indication: amax forte on (B)(6) 2008, paracetamol on (B)(6) 2008 and yoduk on (B)(6) 2008. Concurrent conditions included fall (from mechanical bull) since (B)(6) 2015, wolff-parkinson-white syndrome (catheterizations and ablation) since (B)(6) 2008, smoker (40 cigarettes a day) since 1995 and allergy to metals (since childhood itching and cutaneous erythema after contact to metal). Concomitant products included ibuprofen since (B)(6) 2015 for foot fracture and dexketoprofen trometamol (enantyum) since (B)(6) 2012 and diazepam since (B)(6) 2012 for neck pain and traffic accident. From (B)(6) 2008 until (B)(6) 2008, the patient received diane 35 (oral), 1 dosage form(s) daily. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced nasopharyngitis ("cold"), conjunctivitis bacterial (seriousness criterion medically significant) and cough ("dry cough"). On (B)(6) 2012, the patient experienced viral infection ("virosis"). On (B)(6) 2012, the patient experienced back pain ("acute and recurrent low back pain, muscle contracture, right sacroiliac pain on pressure in mild lumbar sponosae"). On (B)(6) 2013, the patient experienced dizziness ("nonspecific dizziness") and hypotension ("low blood pressure"). In 2013, the patient experienced dysphoria ("dysphoria"), synovial cyst ("synovial cyst"), teething ("wisdom tooth eruption") and the first episode of carpal tunnel syndrome ("right carpal tunnel syndrome"). On (B)(6) 2014, the patient experienced the second episode of carpal tunnel syndrome ("recurrent right and left carpal tunnel syndrome, 2013, 2014, 2015"). On (B)(6) 2014, the patient experienced pharyngitis ("recurrent pharyngitis, in 2014, 2015 sore throat wit irritation"). On (B)(6) 2016, the patient experienced ear infection ("otitis") and folate deficiency ("folic acid deficiency"). On (B)(6) 2016, the patient experienced pharyngotonsillitis (seriousness criterion medically significant) and respiratory tract infection (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced cystitis ("recurrent cystitis"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the patient experienced breast mass ("breast nodule now grown 1 cm, no inflammation"). On (B)(6) 2017, the patient experienced gastroenteritis ("gastroenteritis"). On (B)(6) 2017, the patient experienced neuralgia ("right hand and elbow pain with neuropathy"). On (B)(6) 2017, the patient experienced toothache ("recurrent tooth pain") and dental caries ("infection, caries tooth"). On (B)(6) 2018, the patient experienced discomfort ("injury and damages increased after essure removal, persisting discomfort"). On (B)(6) 2018, the patient experienced lumbar spinal stenosis ("on MRI focal canal stenosis grade 2 l5 roots") and intervertebral disc protrusion ("l4l5 disc herniation with root involvement"). On (B)(6) 2018, the patient experienced iron deficiency ("iron deficiency"). On (B)(6) 2018, the patient experienced hypothyroidism ("hypothyroidism") and aphonia ("aphonia"). On an unknown date, the patient experienced injury ("injury and damages increased after essure removal"), swelling ("swelling"), metrorrhagia ("metrorrhagia, excessive bleeding, irregular periods"), pelvic pain ("pelvic pain, pain in right iliac fossa"), headache ("headache"), dyspareunia ("dyspareunia"), alopecia ("alopecia"), tooth infection ("recurrent dental infection") and urinary tract infection ("recurrent urinary infections"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with amoxicillin, amoxicillin trihydrate;clavulanate potassium (amoxicillin + clavulanic acid), azithromycin, carbocisteine (pectox), cloperastine fendizoate (flutox), dexamethasone;tobramycin (tobradex), folic acid, fosfomycin trometamol, ibuprofen, ibuprofen (algidol), ibuprofen arginine (spidifen), metamizole magnesium (nolotil), metoclopramide, paracetamol, pregabalin, sodium and surgery (bilateral salpingectomy and carpal tunnel surgery on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, injury, swelling, metrorrhagia, pelvic pain, headache, iron deficiency, nasopharyngitis, conjunctivitis bacterial, cough, viral infection, dysphoria, dizziness, hypotension, synovial cyst, teething, the last episode of carpal tunnel syndrome, pharyngitis, ear infection, pharyngotonsillitis, folate deficiency, respiratory tract infection, cystitis, gastroenteritis, breast mass, neuralgia, toothache, dental caries, dyspareunia, alopecia, lumbar spinal stenosis, intervertebral disc protrusion, hypothyroidism, aphonia, tooth infection and urinary tract infection outcome was unknown and the back pain and discomfort had not resolved. The reporter considered allergy to metals, alopecia, aphonia, back pain, breast mass, conjunctivitis bacterial, cough, cystitis, dental caries, discomfort, dizziness, dyspareunia, dysphoria, ear infection, folate deficiency, gastroenteritis, headache, hypotension, hypothyroidism, injury, intervertebral disc protrusion, iron deficiency, lumbar spinal stenosis, metrorrhagia, nasopharyngitis, neuralgia, pelvic pain, pharyngitis, pharyngotonsillitis, respiratory tract infection, swelling, synovial cyst, teething, tooth infection, toothache, urinary tract infection, viral infection, the first episode of carpal tunnel syndrome and the second episode of carpal tunnel syndrome to be related to essure. The reporter provided no causality assessment for allergy to metals, alopecia, aphonia, back pain, breast mass, conjunctivitis bacterial, cough, cystitis, dental caries, discomfort, dizziness, dyspareunia, dysphoria, ear infection, folate deficiency, gastroenteritis, headache, hypotension, hypothyroidism, injury, intervertebral disc protrusion, iron deficiency, lumbar spinal stenosis, metrorrhagia, nasopharyngitis, neuralgia, pelvic pain, pharyngitis, pharyngotonsillitis, respiratory tract infection, swelling, synovial cyst, teething, tooth infection, toothache, urinary tract infection, viral infection, the first episode of carpal tunnel syndrome and the second episode of carpal tunnel syndrome with diane 35. The reporter commented: lawyer reported as a result of the implantation of the essure devices, the patient began to suffer various symptoms. Essure was removed on (B)(6) 2017 without surgical complications, fallopian tubes without histopathological alterations. Injury and damages increased after essure removal. No remains of the implant were evidenced in tests. Diane had been stopped in the past due to wish for conception diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: both ovaries present some cystic formations in relation to follicles. Cytology - on (B)(6) 2016: no hpv. Gynaecological examination - on (B)(6) 2012: correct placement of devices confirmed. Magnetic resonance imaging - on (B)(6) 2018: loss of signal intensity of the last 2 lumbar intervertebral discs and the height of l5-s1, probably related to dehydration phenomena. Wide posterocentral protrusion of the l4-l5 disc that obliterates the anterior epidural space and extends to both lateral recesses, contacting origin of l5 roots without apparent signs of compression. It conditions a focal reduction of anteroposterior diameter of spinal canal together with short pedicles of probable congenital origin, hypertrophy of interpophyseal joints with facet sclerosis and yellow ligaments compatible with grade 2 focal canal stenosis (multifunctional etiology), extends to both anteroinferior aspects of foramina of conjunction preserving the periradicular fat plane. Conclusion: wide posterocentral protrusion of the l4-l5 disc that some short pedicles of probable congenital origin and arthritic changes in posterior elements conditions focal canal stenosis grade 2 and contacts the origin of the l5 roots. Discrete right paracentral hernia of the l5-s1 disc without signs of root compression. Studies without other assessable morpho structural pathology alterations.. Pathology test - on (B)(6) 2017: fallopian tubes : without histopathological alterations. Skin test - on (B)(6) 2017: positive at 48 and 96 hours to nickel sulfate and contact hypersensitivity to nickel sulfate (++), p-phenyleniamine (++) and thiomersal (++). Ultrasound scan - in (B)(6) 2019: no remains of the implant evidenced. X-ray of pelvis and hip - on (B)(6) 2018: no significant findings. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), conjunctivitis bacterial ("bacterial conjunctivitis") , pharyngotonsillitis ("acute pharyngotonsillitis") and respiratory tract infection ("acute and new respiratory infection") in a 31-year-old female patient who had essure (batch no. 835434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included diane 35 coated tablet for hormonal contraception. Other product or product use issues identified: off label use "diane 35 used for hormonal contraception" from (B)(6)2008 and product use in unapproved indication "diane 35 used for hormonal contraception" from (B)(6)2008. The patient's medical history included foot fracture (distal phalanx fracture of right toe) on (B)(6)2015, traffic accident (driver) on (B)(6)2012, muscle contracture (pain cervix, due to accident, soft cervical collar) on (B)(6)2012, hematoma (forearm) on (B)(6)2012, muscle contracture on (B)(6)2011, toothache (metamizole) on (B)(6)2010, cyst (left wrist) on (B)(6)2010, folliculitis (obstructed hair follicle in right breast) on (B)(6)2010, folliculitis (inguinal, cloxacillin) on (B)(6)2009, skin tumor (right submammary, infected, saltwater towels) on (B)(6)2009, pyorrhea on (B)(6)2009, otitis externa on (B)(6)2009, high risk pregnancy on (B)(6)2008, adenitis on (B)(6)2008, ovulation pain on (B)(6)2008, reaction anxiety on (B)(6)2008, acute bronchitis on (B)(6)2008, atrioventricular extrasystoles (ablation) on (B)(6)2008, haemorrhage in pregnancy (at beginning - complicated state) on (B)(6)2007, open wound in 2005, neck sprain in 2004, multigravida (4), parity 2 (normal delivery on (B)(6)2009, tear in left labia majora, sutured), abortion (on (B)(6)2007 deferred abortion, on (B)(6)2007 uncomplicated miscarriage, in (B)(6)2008 abortion), carpal tunnel syndrome (two interventions), folic acid deficiency and heartburn. Menarche at age 13 years. Previously administered products included for folic acid deficiency: acfol from (B)(6)2008 to 2009; for reactive anxiety: lexantin on (B)(6)2008; for acute bronchitis: amoxicillin 500mg / clavulanate 125mg on (B)(6)2008; for an unreported indication: amax forte on (B)(6)2008, paracetamol on (B)(6)2008 and yoduk on (B)(6)2008. Concurrent conditions included fall (from mechanical bull) since (B)(6)2015, wolff-parkinson-white syndrome (catheterizations and ablation) since (B)(6)2008, smoker (40 cigarettes a day) since 1995 and allergy to metals (since childhood itching and cutaneous erythema after contact to metal). Concomitant products included ibuprofen since (B)(6)2015 for foot fracture and dexketoprofen trometamol (enantyum) since (B)(6)2012 and diazepam since (B)(6)2012 for neck pain and traffic accident. From (B)(6)2008, the patient received diane 35 (oral), 1 dosage form(s) daily. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced nasopharyngitis ("cold"), conjunctivitis bacterial (medically important event) and cough ("dry cough"). On (B)(6)2012, the patient experienced viral infection ("virosis"). On (B)(6)2012, the patient experienced back pain ("acute and recurrent low back pain, muscle contracture, right sacroiliac pain on pressure in mild lumbar sponosae"). On (B)(6)2013, the patient experienced dizziness ("nonspecific dizziness") and hypotension ("low blood pressure"). In 2013, the patient experienced dysphoria ("dysphoria"), synovial cyst ("synovial cyst"), root canal infection ("wisdom tooth eruption") and the first episode of carpal tunnel syndrome ("right carpal tunnel syndrome"). On (B)(6)2014, the patient experienced the second episode of carpal tunnel syndrome ("recurrent right and left carpal tunnel syndrome, 2013, 2014, 2015"). On (B)(6)2014, the patient experienced pharyngitis ("recurrent pharyngitis, in 2014, 2015 sore throat wit irritation"). On (B)(6)2016, the patient experienced ear infection ("otitis") and folate deficiency ("folic acid deficiency"). On (B)(6)2016, the patient experienced pharyngotonsillitis (medically important event) and respiratory tract infection (medically important event). On (B)(6)2017, the patient experienced cystitis ("recurrent cystitis"). On (B)(6)2017, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6)2017, the patient experienced breast mass ("breast nodule now grown 1 cm, no inflammation"). On (B)(6)2017, the patient experienced gastroenteritis ("gastroenteritis"). On (B)(6)2017, the patient experienced neuralgia ("right hand and elbow pain with neuropathy"). On (B)(6)2017, the patient experienced toothache ("recurrent tooth pain") and dental caries ("infection, caries tooth"). On (B)(6)2018, the patient experienced discomfort ("injury and damages increased after essure removal, persisting discomfort"). On (B)(6)2018, the patient experienced spinal stenosis ("on MRI focal canal stenosis grade 2 l5 roots") and intervertebral disc protrusion ("l4l5 disc herniation with root involvement"). On (B)(6)2018, the patient experienced iron deficiency ("iron deficiency"). On (B)(6)2018, the patient experienced hypothyroidism ("hypothyroidism") and aphonia ("aphonia"). On an unknown date, the patient experienced injury ("injury and damages increased after essure removal"), swelling ("swelling"), metrorrhagia ("metrorrhagia, excessive bleeding, irregular periods"), pelvic pain ("pelvic pain, pain in right iliac fossa"), headache ("headache"), dyspareunia ("dyspareunia"), alopecia ("alopecia"), tooth infection ("recurrent dental infection") and urinary tract infection ("recurrent urinary infections"). The patient was hospitalized from (B)(6)2017. The patient was treated with amoxicillin, amoxicillin trihydrate;clavulanate potassium (amoxicillin + clavulanic acid), azithromycin, carbocisteine (pectox), cloperastine fendizoate (flutox), dexamethasone;tobramycin (tobradex), folic acid, fosfomycin trometamol, ibuprofen, ibuprofen (algidol), ibuprofen arginine (spidifen), metamizole magnesium (nolotil), metoclopramide, paracetamol, pregabalin, sodium and surgery (bilateral salpingectomy for essure removal on (B)(6)2017 and carpal tunnel surgery on (B)(6)2015). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, injury, swelling, metrorrhagia, pelvic pain, headache, iron deficiency, nasopharyngitis, conjunctivitis bacterial, cough, viral infection, dysphoria, dizziness, hypotension, synovial cyst, root canal infection, the last episode of carpal tunnel syndrome, pharyngitis, ear infection, pharyngotonsillitis, folate deficiency, respiratory tract infection, cystitis, gastroenteritis, breast mass, neuralgia, toothache, dental caries, dyspareunia, alopecia, spinal stenosis, intervertebral disc protrusion, hypothyroidism, aphonia, tooth infection and urinary tract infection outcome was unknown and the back pain and discomfort had not resolved. The reporter considered allergy to metals, alopecia, aphonia, back pain, breast mass, conjunctivitis bacterial, cough, cystitis, dental caries, discomfort, dizziness, dyspareunia, dysphoria, ear infection, folate deficiency, gastroenteritis, headache, hypotension, hypothyroidism, injury, intervertebral disc protrusion, iron deficiency, metrorrhagia, nasopharyngitis, neuralgia, pelvic pain, pharyngitis, pharyngotonsillitis, respiratory tract infection, root canal infection, spinal stenosis, swelling, synovial cyst, tooth infection, toothache, urinary tract infection, viral infection, the first episode of carpal tunnel syndrome and the second episode of carpal tunnel syndrome to be related to essure. The reporter provided no causality assessment for the events and diane 35. The reporter commented: lawyer reported as a result of the implantation of the essure devices, the patient began to suffer various symptoms. Essure was removed on (B)(6)2017 without surgical complications, fallopian tubes without histopathological alterations. Injury and damages increased after essure removal. No remains of the implant were evidenced in tests. Diane had been stopped in the past due to wish for conception diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)2018: both ovaries present some cystic formations in relation to follicles. Cytology - on (B)(6)2016: no hpv. Gynaecological examination - on (B)(6)2012: correct placement of devices confirmed. Magnetic resonance imaging - on (B)(6)2018: loss of signal intensity of the last 2 lumbar intervertebral discs and the height of l5-s1, probably related to dehydration phenomena. Wide posterocentral protrusion of the l4-l5 disc that obliterates the anterior epidural space and extends to both lateral recesses, contacting origin of l5 roots without apparent signs of compression. It conditions a focal reduction of anteroposterior diameter of spinal canal together with short pedicles of probable congenital origin, hypertrophy of interpophyseal joints with facet sclerosis and yellow ligaments compatible with grade 2 focal canal stenosis (multifunctional etiology), extends to both anteroinferior aspects of foramina of conjunction preserving the periradicular fat plane. Conclusion: wide posterocentral protrusion of the l4-l5 disc that some short pedicles of probable congenital origin and arthritic changes in posterior elements conditions focal canal stenosis grade 2 and contacts the origin of the l5 roots. Discrete right paracentral hernia of the l5-s1 disc without signs of root compression. Studies without other assessable morpho structural pathology alterations. Pathology test - on (B)(6)2017: fallopian tubes : without histopathological alterations. Skin test - on (B)(6)2017: positive at 48 and 96 hours to nickel sulfate and contact hypersensitivity to nickel sulfate (++), p-phenyleniamine (++) and thiomersal (++). Ultrasound scan - in may 2019: no remains of the implant evidenced. X-ray of pelvis and hip - on 16-jan-2018: no significant findings. Most recent follow-up information incorporated above includes: on 28-sep-2020: follow up was from lawyer, additions: patient age/date of birth, height, medical history (none reported before). Essure (lot # 835434), indication, insertion and removal dates. Diane 35 used for hormonal contraception (off label use added as event). New events added (previously reported only: allergy to metals, alopecia, back pain, folate deficiency, headache, injury, metrorrhagia, pelvic pain, swelling and tooth disorder). Test results added from medical records. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), conjunctivitis bacterial ('bacterial conjunctivitis'), pharyngotonsillitis ('acute pharyngotonsillitis') and respiratory tract infection ('acute and new respiratory infection') in a 31-year-old female patient who had essure (batch no. 835434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included (B)(6) 35 coated tablet for hormonal contraception. Other product or product use issues identified: off label use "(B)(6) 35 used for hormonal contraception" on (B)(6) 2008 and product use in unapproved indication "(B)(6) 35 used for hormonal contraception" on (B)(6) 2008. The patient's medical history included fractured toe (distal phalanx fracture of right toe) on (B)(6) 2015, traffic accident (driver) on (B)(6) 2012, muscle contracture (pain cervix, due to accident, soft cervical collar) on (B)(6) 2012, hematoma (forearm) on (B)(6) 2012, muscle contracture on (B)(6) 2011, toothache (metamizole) on (B)(6) 2010, cyst (left wrist) on (B)(6) 2010, folliculitis (obstructed hair follicle in right breast) on (B)(6) 2010, folliculitis (inguinal, cloxacillin) on (B)(6) 2009, skin tumor (right submammary, infected, saltwater towels) on (B)(6) 2009, pyorrhea on (B)(6) 2009, otitis externa on (B)(6) 2009, high risk pregnancy on (B)(6) 2008, adenitis on (B)(6) 2008, ovulation pain on (B)(6) 2008, reaction anxiety on (B)(6) 2008, acute bronchitis on (B)(6) 2008, atrioventricular extrasystoles (ablation) on (B)(6) 2008, haemorrhage in pregnancy (at beginning - complicated state) on (B)(6) 2007, open wound in 2005, neck sprain in 2004, multigravida (4), parity 2 (normal delivery on (B)(6) 2009, tear in left labia majora, sutured), abortion (on (B)(6) 2007 deferred abortion, on (B)(6) 2007 uncomplicated miscarriage, in (B)(6) 2008 abortion), carpal tunnel syndrome (two interventions), folic acid deficiency and heartburn. Menarche at age 13 years. Previously administered products included for folic acid deficiency: acfol from (B)(6) 2008 to 2009; for reactive anxiety: lexantin on (B)(6) 2008; for acute bronchitis: amoxicillin 500mg / clavulanate 125mg on (B)(6) 2008; for an unreported indication: amax forte on (B)(6) 2008, paracetamol on (B)(6) 2008 and yoduk on (B)(6) 2008. Concurrent conditions included fall (from mechanical bull) since (B)(6) 2015, wolff-parkinson-white syndrome (catheterizations and ablation) since (B)(6) 2008, smoker (40 cigarettes a day) since 1995 and allergy to metals (since childhood itching and cutaneous erythema after contact to metal). Concomitant products included ibuprofen since (B)(6) 2015 for foot fracture and dexketoprofen trometamol (enantyum) since (B)(6) 2012 and diazepam since (B)(6) 2012 for neck pain and traffic accident. From (B)(6) 2008 until (B)(6) 2008, the patient received (B)(6) 35 (oral), 1 dosage form(s) daily. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced nasopharyngitis ("cold"), conjunctivitis bacterial (seriousness criterion medically significant) and cough ("dry cough"). On (B)(6) 2012, the patient experienced viral infection ("virosis"). On (B)(6) 2012, the patient experienced back pain ("acute and recurrent low back pain, muscle contracture, right sacroiliac pain on pressure in mild lumbar sponosae"). On (B)(6) 2013, the patient experienced dizziness ("nonspecific dizziness") and hypotension ("low blood pressure"). In 2013, the patient experienced dysphoria ("dysphoria"), synovial cyst ("synovial cyst"), teething ("wisdom tooth eruption") and the first episode of carpal tunnel syndrome ("right carpal tunnel syndrome"). On (B)(6) 2014, the patient experienced the second episode of carpal tunnel syndrome ("recurrent right and left carpal tunnel syndrome, 2013, 2014, 2015"). On (B)(6) 2014, the patient experienced pharyngitis ("recurrent pharyngitis, in 2014, 2015 sore throat wit irritation"). On (B)(6) 2016, the patient experienced ear infection ("otitis") and folate deficiency ("folic acid deficiency"). On (B)(6) 2016, the patient experienced pharyngotonsillitis (seriousness criterion medically significant) and respiratory tract infection (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced cystitis ("recurrent cystitis"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the patient experienced breast mass ("breast nodule now grown 1 cm, no inflammation"). On (B)(6) 2017, the patient experienced gastroenteritis ("gastroenteritis"). On (B)(6) 2017, the patient experienced neuralgia ("right hand and elbow pain with neuropathy"). On (B)(6) 2017, the patient experienced toothache ("recurrent tooth pain") and dental caries ("infection, caries tooth"). On (B)(6) 2018, the patient experienced discomfort ("injury and damages increased after essure removal, persisting discomfort"). On (B)(6) 2018, the patient experienced lumbar spinal stenosis ("on MRI focal canal stenosis grade 2 l5 roots") and intervertebral disc protrusion ("l4l5 disc herniation with root involvement"). On (B)(6) 2018, the patient experienced iron deficiency ("iron deficiency"). On (B)(6) 2018, the patient experienced hypothyroidism ("hypothyroidism") and aphonia ("aphonia"). On an unknown date, the patient experienced injury ("injury and damages increased after essure removal"), swelling ("swelling"), metrorrhagia ("metrorrhagia, excessive bleeding, irregular periods"), pelvic pain ("pelvic pain, pain in right iliac fossa"), headache ("headache"), dyspareunia ("dyspareunia"), alopecia ("alopecia"), tooth infection ("recurrent dental infection") and urinary tract infection ("recurrent urinary infections"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with amoxicillin, amoxicillin trihydrate;clavulanate potassium (amoxicillin + clavulanic acid), azithromycin, carbocisteine (pectox), cloperastine fendizoate (flutox), dexamethasone;tobramycin (tobradex), folic acid, fosfomycin trometamol, ibuprofen, ibuprofen (algidol), ibuprofen arginine (spidifen), metamizole magnesium (nolotil), metoclopramide, paracetamol, pregabalin, sodium and surgery (bilateral salpingectomy and carpal tunnel surgeryon (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, injury, swelling, metrorrhagia, pelvic pain, headache, iron deficiency, nasopharyngitis, conjunctivitis bacterial, cough, viral infection, dysphoria, dizziness, hypotension, synovial cyst, teething, the last episode of carpal tunnel syndrome, pharyngitis, ear infection, pharyngotonsillitis, folate deficiency, respiratory tract infection, cystitis, gastroenteritis, breast mass, neuralgia, toothache, dental caries, dyspareunia, alopecia, lumbar spinal stenosis, intervertebral disc protrusion, hypothyroidism, aphonia, tooth infection and urinary tract infection outcome was unknown and the back pain and discomfort had not resolved. The reporter considered allergy to metals, alopecia, aphonia, back pain, breast mass, conjunctivitis bacterial, cough, cystitis, dental caries, discomfort, dizziness, dyspareunia, dysphoria, ear infection, folate deficiency, gastroenteritis, headache, hypotension, hypothyroidism, injury, intervertebral disc protrusion, iron deficiency, lumbar spinal stenosis, metrorrhagia, nasopharyngitis, neuralgia, pelvic pain, pharyngitis, pharyngotonsillitis, respiratory tract infection, swelling, synovial cyst, teething, tooth infection, toothache, urinary tract infection, viral infection, the first episode of carpal tunnel syndrome and the second episode of carpal tunnel syndrome to be related to essure. The reporter provided no causality assessment for allergy to metals, alopecia, aphonia, back pain, breast mass, conjunctivitis bacterial, cough, cystitis, dental caries, discomfort, dizziness, dyspareunia, dysphoria, ear infection, folate deficiency, gastroenteritis, headache, hypotension, hypothyroidism, injury, intervertebral disc protrusion, iron deficiency, lumbar spinal stenosis, metrorrhagia, nasopharyngitis, neuralgia, pelvic pain, pharyngitis, pharyngotonsillitis, respiratory tract infection, swelling, synovial cyst, teething, tooth infection, toothache, urinary tract infection, viral infection, the first episode of carpal tunnel syndrome and the second episode of carpal tunnel syndrome with (B)(6) 35. The reporter commented: lawyer reported as a result of the implantation of the essure devices, the patient began to suffer various symptoms. Essure was removed on (B)(6) 2017 without surgical complications, fallopian tubes without histopathological alterations. Injury and damages increased after essure removal. No remains of the implant were evidenced in tests. (B)(6) had been stopped in the past due to wish for conception diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: both ovaries present some cystic formations in relation to follicles. Cytology - on (B)(6) 2016: no hpv. Gynaecological examination - on (B)(6) 2012: correct placement of devices confirmed. Magnetic resonance imaging - on (B)(6) 2018: loss of signal intensity of the last 2 lumbar intervertebral discs and the height of l5-s1, probably related to dehydration phenomena. Wide posterocentral protrusion of the l4-l5 disc that obliterates the anterior epidural space and extends to both lateral recesses, contacting origin of l5 roots without apparent signs of compression. It conditions a focal reduction of anteroposterior diameter of spinal canal together with short pedicles of probable congenital origin, hypertrophy of interpophyseal joints with facet sclerosis and yellow ligaments compatible with grade 2 focal canal stenosis (multifunctional etiology), extends to both anteroinferior aspects of foramina of conjunction preserving the periradicular fat plane. Conclusion: wide posterocentral protrusion of the l4-l5 disc that some short pedicles of probable congenital origin and arthritic changes in posterior elements conditions focal canal stenosis grade 2 and contacts the origin of the l5 roots. Discrete right paracentral hernia of the l5-s1 disc without signs of root compression. Studies without other assessable morpho structural pathology alterations.. Pathology test - on (B)(6) 2017: fallopian tubes : without histopathological alterations. Skin test - on (B)(6) 2017: positive at 48 and 96 hours to nickel sulfate and contact hypersensitivity to nickel sulfate (++), p-phenyleniamine (++) and thiomersal (++). Ultrasound scan - in (B)(6) 2019: no remains of the implant evidenced. X-ray of pelvis and hip - on (B)(6) 2018: no significant findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), injury ("injury and damages increased after essure removal"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), headache ("headache"), back pain ("lumbar pain"), alopecia ("alopecia"), tooth disorder ("dental problems") and folate deficiency ("folic acid deficiency"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the allergy to metals, injury, swelling, metrorrhagia, pelvic pain, headache, back pain, alopecia, tooth disorder and folate deficiency outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, folate deficiency, headache, injury, metrorrhagia, pelvic pain, swelling and tooth disorder to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 428 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), conjunctivitis bacterial ('bacterial conjunctivitis'), pharyngotonsillitis ('acute pharyngotonsillitis') and respiratory tract infection ('acute and new respiratory infection') in a 31-year-old female patient who had essure (batch no: 835434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included diane 35 coated tablet for hormonal contraception. Other product or product use issues identified: off label use "diane 35 used for hormonal contraception" on (B)(6) 2008 and product use in unapproved indication "diane 35 used for hormonal contraception" on (B)(6) 2008. The patient's medical history included fractured toe (distal phalanx fracture of right toe) on (B)(6) 2015, traffic accident (driver) on (B)(6) 2012, muscle contracture (pain cervix, due to accident, soft cervical collar) on (B)(6) 2012, hematoma (forearm) on (B)(6) 2012, muscle contracture on (B)(6) 2011, toothache (metamizole) on (B)(6) 2010, cyst (left wrist) on (B)(6) 2010, folliculitis (obstructed hair follicle in right breast) on (B)(6) 2010, folliculitis (inguinal, cloxacillin) on (B)(6) 2009, skin tumor (right submammary, infected, saltwater towels) on (B)(6) 2009, pyorrhea on (B)(6) 2009, otitis externa on (B)(6) 2009, high risk pregnancy on (B)(6) 2008, adenitis on (B)(6) 2008, ovulation pain on (B)(6) 2008, reaction anxiety on (B)(6) 2008, acute bronchitis on (B)(6) 2008, atrioventricular extrasystoles (ablation) on (B)(6) 2008, haemorrhage in pregnancy (at beginning - complicated state) on (B)(6) 2007, open wound in 2005, neck sprain in 2004, multigravida (4), parity 2 (normal delivery on (B)(6) 2009, tear in left labia majora, sutured), abortion (on (B)(6) 2007 deferred abortion, on (B)(6) 2007 uncomplicated miscarriage, on (B)(6) 2008 abortion), carpal tunnel syndrome (two interventions), folic acid deficiency and heartburn. Menarche at age 13 years. Previously administered products included for folic acid deficiency: acfol from on (B)(6) 2008 to 2009; for reactive anxiety: lexantin on (B)(6) 2008; for acute bronchitis: amoxicillin 500mg / clavulanate 125mg on (B)(6) 2008; for an unreported indication: amax forte on (B)(6)2008, paracetamol on (B)(6) 2008 and yoduk on (B)(6) 2008. Concurrent conditions included fall (from mechanical bull) since on (B)(6) 2015, wolff-parkinson-white syndrome (catheterizations and ablation) since on (B)(6) 2008, smoker (40 cigarettes a day) since 1995 and allergy to metals (since childhood itching and cutaneous erythema after contact to metal). Concomitant products included ibuprofen since on (B)(6) 2015 for foot fracture and dexketoprofen trometamol (enantyum) since on (B)(6) 2012 and diazepam since on (B)(6)2012 for neck pain and traffic accident. From on (B)(6) 2008, the patient received diane 35 (oral), 1 dosage form(s) daily. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced nasopharyngitis ("cold"), conjunctivitis bacterial (seriousness criterion medically significant) and cough ("dry cough"). On (B)(6) 2012, the patient experienced viral infection ("virosis"). On (B)(6) 2012, the patient experienced back pain ("acute and recurrent low back pain, muscle contracture, right sacroiliac pain on pressure in mild lumbar sponosae"). On (B)(6) 2013, the patient experienced dizziness ("nonspecific dizziness") and hypotension ("low blood pressure"). In 2013, the patient experienced dysphoria ("dysphoria"), synovial cyst ("synovial cyst"), teething ("wisdom tooth eruption") and the first episode of carpal tunnel syndrome ("right carpal tunnel syndrome"). On (B)(6) 2014, the patient experienced the second episode of carpal tunnel syndrome ("recurrent right and left carpal tunnel syndrome, 2013, 2014, 2015") with anaesthesia. On (B)(6) 2014, the patient experienced pharyngitis ("recurrent pharyngitis, in 2014, 2015 sore throat wit irritation"). On (B)(6) 2016, the patient experienced pharyngotonsillitis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced ear infection ("otitis") and folate deficiency ("folic acid deficiency"). On (B)(6) 2016, the patient experienced abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2016, the patient experienced respiratory tract infection (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced cystitis ("recurrent cystitis"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the patient experienced breast mass ("breast nodule now grown 1 cm, no inflammation"). On (B)(6) 2017, the patient experienced gastroenteritis ("gastroenteritis"). On (B)(6) 2017, the patient experienced neuralgia ("right hand and elbow pain with neuropathy"). On (B)(6) 2017, the patient experienced toothache ("recurrent tooth pain") and dental caries ("infection, caries tooth"). On (B)(6) 2018, the patient experienced discomfort ("injury and damages increased after essure removal, persisting discomfort"). On (B)(6) 2018, the patient experienced lumbar spinal stenosis ("on MRI focal canal stenosis grade 2 l5 roots") and intervertebral disc protrusion ("l4l5 disc herniation with root involvement"). On (B)(6) 2018, the patient experienced iron deficiency ("iron deficiency"). On (B)(6) 2018, the patient experienced hypothyroidism ("hypothyroidism") and aphonia ("aphonia"). On an unknown date, the patient experienced injury ("injury and damages increased after essure removal"), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia, excessive bleeding, irregular periods"), pelvic pain ("pelvic pain, pain in right iliac fossa"), headache ("headache"), dyspareunia ("dyspareunia"), alopecia ("alopecia"), tooth infection ("recurrent dental infection") and urinary tract infection ("recurrent urinary infections"). The patient was hospitalized from on (B)(6) 2017. The patient was treated with amoxicillin, amoxicillin trihydrate; clavulanate potassium (amoxicillin + clavulanic acid), azithromycin, carbocisteine (pectox), cloperastine fendizoate (flutox), dexamethasone; tobramycin (tobradex), folic acid, fosfomycin trometamol, ibuprofen, ibuprofen (algidol), ibuprofen arginine (spidifen), metamizole magnesium (nolotil), metoclopramide, paracetamol, pregabalin, sodium and surgery (bilateral salpingectomy and carpal tunnel surgery on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, injury, swelling, intermenstrual bleeding, headache, iron deficiency, nasopharyngitis, conjunctivitis bacterial, cough, viral infection, dysphoria, dizziness, hypotension, synovial cyst, teething, the last episode of carpal tunnel syndrome, pharyngitis, ear infection, pharyngotonsillitis, folate deficiency, respiratory tract infection, cystitis, gastroenteritis, breast mass, neuralgia, toothache, dental caries, dyspareunia, alopecia, lumbar spinal stenosis, intervertebral disc protrusion, hypothyroidism, aphonia, tooth infection, urinary tract infection and abdominal pain lower outcome was unknown and the pelvic pain, back pain and discomfort had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, aphonia, back pain, breast mass, conjunctivitis bacterial, cough, cystitis, dental caries, discomfort, dizziness, dyspareunia, dysphoria, ear infection, folate deficiency, gastroenteritis, headache, hypotension, hypothyroidism, injury, intermenstrual bleeding, intervertebral disc protrusion, iron deficiency, lumbar spinal stenosis, nasopharyngitis, neuralgia, pelvic pain, pharyngitis, pharyngotonsillitis, respiratory tract infection, swelling, synovial cyst, teething, tooth infection, toothache, urinary tract infection, viral infection, the first episode of carpal tunnel syndrome and the second episode of carpal tunnel syndrome to be related to essure. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, alopecia, aphonia, back pain, breast mass, conjunctivitis bacterial, cough, cystitis, dental caries, discomfort, dizziness, dyspareunia, dysphoria, ear infection, folate deficiency, gastroenteritis, headache, hypotension, hypothyroidism, injury, intermenstrual bleeding, intervertebral disc protrusion, iron deficiency, lumbar spinal stenosis, nasopharyngitis, neuralgia, pelvic pain, pharyngitis, pharyngotonsillitis, respiratory tract infection, swelling, synovial cyst, teething, tooth infection, toothache, urinary tract infection, viral infection, the first episode of carpal tunnel syndrome and the second episode of carpal tunnel syndrome with diane 35. The reporter commented: lawyer reported as a result of the implantation of the essure devices, the patient began to suffer various symptoms. Essure was removed on (B)(6) 2017 without surgical complications, fallopian tubes without histopathological alterations. Injury and damages increased after essure removal. No remains of the implant were evidenced in tests. Diane had been stopped in the past due to wish for conception diagnostic results (normal ranges are provided in parenthesis if available): blood test on (B)(6) 2019: presented a slight elevation of tsh (value obtained 5,500 with reference values 0.27-4.2) and normal values of t4. Computerised tomogram pelvis on (B)(6) 2018: without significant radiological alterations. No high-density material was observed in the pelvis. Cystic image in the right adnexal region 2.6 cm compatible with a follicular cyst.; on (B)(6) 2018: both ovaries present some cystic formations in relation to follicles; on (B)(6) 2019: abdominal CT study without significant radiological alterations. No high-density material is seen in the pelvis. Cystic image in the right adnexal region (2.6 cm), compatible with a follicular cyst. Computerised tomogram thorax on (B)(6) 2018: liver and spleen of homogeneous size, density. Gallbladder, bile duct, pancreas, both adrenals and kidneys without alterations. No retroperitoneal, iliac or inguinal adenopathies of significant size were identified. Endometrial cavity with slight thickening and minimal endometrial enhancement, correlation with vaginal ultrasound is recommended and in relation to the date of the last period, which we do not know. Both ovaries present some cystic formations related to follicles. No evidence of free fluid or collections.. Cytology on (B)(6) 2016: no hpv. Gynaecological examination on (B)(6) 2012: correct placement of devices confirmed; on (B)(6) 2012: pain on palpation in the area of the left carpal tunnel. Magnetic resonance imaging on (B)(6) 2018: loss of signal intensity of the last 2 lumbar intervertebral discs and the height of l5-s1, probably related to dehydration phenomena. Wide posterocentral protrusion of the l4-l5 disc that obliterates the anterior epidural space and extends to both lateral recesses, contacting origin of l5 roots without apparent signs of compression. It conditions a focal reduction of anteroposterior diameter of spinal canal together with short pedicles of probable congenital origin, hypertrophy of interpophyseal joints with facet sclerosis and yellow ligaments compatible with grade 2 focal canal stenosis (multifunctional etiology), extends to both anteroinferior aspects of foramina of conjunction preserving the periradicular fat plane. Conclusion: wide posterocentral protrusion of the l4-l5 disc that some short pedicles of probable congenital origin and arthritic changes in posterior elements conditions focal canal stenosis grade 2 and contacts the origin of the l5 roots. Discrete right paracentral hernia of the l5-s1 disc without signs of root compression. Studies without other assessable morpho structural pathology alterations. Pathology test on (B)(6) 2017: fallopian tubes : without histopathological alterations. Skin test on (B)(6) 2017: positive at 48 and 96 hours to nickel sulfate and contact hypersensitivity to nickel sulfate (++), p-phenyleniamine (++) and thiomersal (++). Ultrasound scan on (B)(6) 2019: no remains of the implant evidenced; on (B)(6) 2020: gynecological ultrasound showing adnexal follicular function, showing follicular rupture 16 mm in diameter; on (B)(6) 2021: in the left interstitial area, a 4.7-mm thin-walled cystic image was displayed, suggestive of a glandular cyst possibly related to withdrawal of essure. X-ray of pelvis and hip on (B)(6) 2018: the complete extraction was confirmed by analysis; on (B)(6) 2018: no significant findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2022: the following information were added: new adverse event hypogastric pain, lab datas and the outcome of the adverse event pelvic pain was updated. On 2-feb-2022: new lab datas received radiological report. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.